Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (bayer meter). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2018, reporting that he obtained an inaccurate result of ¿92 mg/dl¿ on the subject meter compared to ¿64 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes using insulin (self-adjuster), and that in response to the alleged inaccurate high reading, he increased his medication and at 8.56 pm on (B)(6) 2018 he took 4 units of novolog and 17 units of levemir. The patient reported that at 6.59 am on (B)(6) 2018, he developed symptoms of ¿blurred vision and weakness¿, which at 7.05 am, he self-treated by eating ¿10 grams of carbohydrates¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed the correct strips were being used and that the test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.